Event description:
The sales representative reported on behalf of the customer that the k475, 4.75 mm argo knotless anchor was being used during a bicep tendonesis repair on (B)(6) 2025 when it was reported ¿surgeon discovered that the anchor that had been placed for the bicep tenodesis had worked itself out of the bone hole. Surgeon indicated that it sounded like patient did too much too soon. A second surgery was required to remove anchor and fill hole. Biceps had already repaired, so surgeon filled hole with cement from arthrex.¿. Further assessment questioning found that the surgeon placed the anchor where the patient had a cyst which prevented the anchor from seating correctly. There were no issues with the device in the original procedure. There was no bone growth around the anchor, and it was found floating in the shoulder and removed with a grasper. The patient had no known allergies. There was no report of extended hospitalization for the patient or user. This report is being raised on the reported injury due to a second surgery being required to remove the anchor from the patient.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review found a non-conformance; however, it was not related this failure. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeons must choose proper implant size based on specific procedure and patient history. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the k475, 4.75 mm argo knotless anchor was being used during a bicep tendonesis repair on (B)(6) 2025 when it was reported ¿surgeon discovered that the anchor that had been placed for the bicep tenodesis had worked itself out of the bone hole. Surgeon indicated that it sounded like patient did too much too soon. A second surgery was required to remove anchor and fill hole. Biceps had already repaired, so surgeon filled hole with cement from arthrex.¿. Further assessment questioning found that the surgeon placed the anchor where the patient had a cyst which prevented the anchor from seating correctly. There were no issues with the device in the original procedure. There was no bone growth around the anchor, and it was found floating in the shoulder and removed with a grasper. The patient had no known allergies. There was no report of extended hospitalization for the patient or user. This report is being raised on the reported injury due to a second surgery being required to remove the anchor from the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.